Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had damaged/stuck battery pins during therapy in the out patient care area (medication, programmed amount and delivery rate unknown). When the patient went to use the rest room they unplugged the device and then the device said " shut down all data lost", the customer observed the contacts on the back of the pump were depressed. It was also reported that customer will not be returning the device at this time stating that the battery contacts had been cleaned, fixing the issue as the device is fine at this time. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.